Manufacturer narrative:
This report is submitted on june 24, 2022.

Event description:
Per the clinic, the patient experienced skin erythema, swelling and drainage around the abutment site on (B)(6) 2022 and subsequently was treated with oral and topical antibiotics (specific duration not reported).

Manufacturer narrative:
Per the clinic, the patient experienced an infection around the abutment site. This report is submitted on july 18, 2022.